Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause the device to not deploy the needle. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The downloaded data shows the device completed first and second priming sequences as well as operated as intended until pulse 59. No timeouts or drive stalls were observed in the device data. No damages or abnormalities were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. Additionally, investigation found an 0xaa alarm in the device data, indicating total number of ble resets after pod in filled state exceeded threshold. Further investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.

Manufacturer narrative:
Changed h3 - device returned to manufacturer? From none selected to yes. Changed h3 - device evaluated by manufacturer? From none selected to yes.

Manufacturer narrative:
The device has been returned/received to date. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.